Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® k3e 5.4mg plus blood collection tube has been found experiencing two occurrences of varying cap colors during use. The following has been provided by the initial reporter: the cap colour varies so much that the instrument can't recognize the color.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for incorrect cap color with the incident lot was observed. Evaluation/testing of the customer samples was performed and incorrect cap color was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. H3 other text : see section h.10.

Event description:
It has been reported that the bd vacutainer® k3e 5.4mg plus blood collection tube has been found experiencing two occurrences of varying cap colors during use. The following has been provided by the initial reporter: the cap colour varies so much that the instrument can't recognize the color.